Event description:
The customer alleged surface damage to an olympus lf6p eyepiece after processing in the sterrad 100nx sterilizer. The damage was described as paint peeling from the eye piece. The device is approximately 6-7 years old and used three times a week. There were no reports of pt injury.

Manufacturer narrative:
Asp investigation summary: the investigation included device history record, service history review, trending by problem code, and system hazard and user misuse analysis. The DHR (device history record) for the sterrad unit was reviewed and there were no issues noted. The service history record showed there were 3 "damage to customer device" complaints for this sterrad unit as of 11/19/2010. The service history showed an asp fse (field service engineer) went onsite at the customer facility on 6/18/2010 to perform a pm (planned maintenance) and found the unit was functioning properly. The customer did not request any service order related to this incident. The sterrad 100nx dpmo (defects per million opportunities) chart, with the problem code "damage to customer device: over the last 12 months (11/2009 to 10/2010) showed there was no increasing dpmo trend. The dpmos were well below the ucl (upper control limit). Per the sterrad 100nx shuma (system hazard and user misuse analysis), the highest initial risk number is 4 for damage to customer device(s). A score of 4 resides in the "broadly acceptable risk" category. Thus, the risk of this issue is acceptable. The device should not have been processed in the sterrad 100nx per the manufacturer's instructions. The manufacturer stated, "none of the devices make any claim to be compatible with sterrad 100nx." The asp sterrad sterility guide query showed that the device did not fall within the validated sterility claims of the sterrad 100nx system as of 11/19/2010. The customer did not follow the scope manufacturer's instructions. The damaged device was not returned to asp for investigation. Asp will continue to monitor this issue.

Manufacturer narrative:
Correction: omitted other serious (important medical events).

Manufacturer narrative:
(B) (4). Damaged device. This is one of three 3500a reports being submitted for this product malfunction. Please reference MFR report numbers: 2084725-2009-00399, 2084725-2009-00400.